Event description:
It was reported that a malfunction occurred on a pump, and the caller did not report any notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer planned to reset the pump on their own time, and the malfunction code was noted to be resettable.